Event description:
It was reported that during infusion, a patient observed the cleo infusion tubing was detached from the site. This issue could lead to leakage and presents a potential safety hazard, including possible exposure to the medication. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.